Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 15 november, 2019. Medwatch report # mw5090809. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the stopcock was blocked with a bd connecta¿ plus1 360 white blend the following information was provided by the initial reporter: it was reported that stopcock would not push medication as the device is intended.

Manufacturer narrative:
Investigation: a device history record review was performed for provided lot number 6005989. The review did not reveal any detected abnormalities during the production process and all quality tests completed were within specification. As samples were not available for this incident, our quality team was unable to complete a thorough sample investigation. Based on the investigation results, a definite cause for the reported incident could not be determined.

Event description:
It was reported that during use it was discovered that the stopcock was blocked with a bd connecta¿ plus1 360 white blend the following information was provided by the initial reporter: it was reported that stopcock would not push medication as the device is intended.